Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.0 x 15 mm nc trek dilatation catheter was advanced to the target lesion and successfully dilated the target lesion. During removal of the device, the device separated at a location between the hub and shaft, a location outside the patient anatomy. The separated segments were easily removed from the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported separation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.